Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: cath lab manager. H4: device manufacture date: unknown due to unknown lot number. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazrd based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: the tr band leaked/deflated when not anticipated. Blood loss was less than 250cc.